Event description:
It was reported that the attachment was found to be leaking a reddish substance. This occurred in the sterile processing dept. There was no pt involvement or report of any adverse consequences with this malfunction.

Manufacturer narrative:
Investigation results indicate corrosion in the attachment. The instructions for use include operating and maintenance instructions for effective product use. This complaint filled (B) (4) had four reports of product failures. Four separate medwatch reports have been filed as a result.